Manufacturer narrative:
Device evaluation: only one picture of a side view was submitted for investigation. Review of the picture showed that the inflation valve was not fully seated in the pilot balloon; it extended partially outside the pilot balloon. Since a picture of the opening (i.e., end view) where the inflation valve is inserted into the pilot balloon was not provided, the investigation could not confirm or deny that there was a short shot / void or a cut near the opening in the pilot balloon that would have allowed the valve to fall out of position. The side view did not identify any anomalies with the pilot balloon or the valve. Since there were no defects detected with the pilot balloon or inflation valve via the picture, it is likely that a twisting motion was used when inserting the syringe to the valve and the valve was dislodged from its position in the pilot balloon. No lot number was provided, therefor a device history report (DHR) review could not be completed. No product has been returned and the investigation could not confirm a manufacturing defect based on the picture. No corrective actions are planned at this time.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when water was added to the tracheostomy cuff, the entire plastic of the pilot balloon detached. The tracheostomy was used on the patient for two weeks. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.